Manufacturer narrative:
Eval results: endoleak. Reverse funnel aortic neck, moderate calcification, and a calcium shelf in the aortic neck).

Event description:
An abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as reverse funnel aortic neck, moderate calcification and a calcium shelf in the aortic neck. It was reported the stent grafts were implanted and the physician modeled the stent grafts with a reliant balloon. Upon final angiogram, there was a proximal type I endoleak. (Mdr2953200-2009-00073). The physician elected to place a talent aortic cuff, however, the endoleak did not resolve. The physician placed a palmaz stent and the endoleak resolved. The type I endoleak most likely is related to the calcium shelf that may have prevented the stent graft from adhering to the vessel wall. No additional clinical sequelae were reported, and the patient is fine.